Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction happened again, which caller acknowledged and understood.